Event description:
It was reported that the patient underwent an unrspecified surgical procedure. It was reported that the pituitary lost one of its "jaws" and the tip of the pituitary is broken. No patient complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Evaluation found the upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with riverlines and morphology suggesting the direction of fracture. The location, direction and amount of force required in order to induce a fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.